Event description:
Same case as MFR#: 2134265-2012-05431. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter and guide wire became entrapped. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous cephalic vein. A 190cm/short taper/straight 014 thruway guide wire crossed the lesion and this 2mm x 40mm x144cm coyote es otw balloon catheter was selected for pre-dilation. The coyote balloon catheter became frozen on the thruway guide wire when the physician was attempting to withdraw the balloon catheter from the patient. Both devices were removed from the patient as a single unit successfully. The procedure was completed with another coyote es balloon catheter and thruway guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2012-05431. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter and guide wire became entrapped. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous cephalic vein. A 190cm/short taper/straight 014 thruway guide wire crossed the lesion and this 2mm x 40mm x144cm coyote es otw balloon catheter was selected for pre-dilation. The coyote balloon catheter became frozen on the thruway guide wire when the physician was attempting to withdraw the balloon catheter from the patient. Both devices were removed from the patient as a single unit successfully. The procedure was completed with another coyote es balloon catheter and thruway guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by external manufacturer: the complaint device was returned and external manufacturer product analysis consisted of a damaged 190-014 guide wire, short taper device still lodged within the damaged sterling es 20/40 balloon catheter (as indicated by the markings on the catheter hub). The damage to the marker coils prevents accurate length and spacing measurements of the coil segments. The depth marker bands on the ptfe coated shaft appear correct in widths, spacing and placement. The specimen was received with approximately 58cm of the proximal end of the specimen wire extending proximally from the sterling es balloon catheter. The returned device presents several regions of varying degrees of axial compression damage to the sterling balloon catheter presenting impingement on the specimen thruway device shaft and a reduction in the overall length of the sterling balloon catheter to approximately 139.5cm from the distal tip to the proximal end of the strain relief material. The catheter presents mild compression damage within the distal 4.5cm, and a 5.05cm long region of severe damage beginning 9.65cm from the distal tip and a 2.30cm region beginning 3.32cm distal of the proximal end of the catheter strain relief component (including the distal 6.6mm of the strain relief); the specimen also presents a 4mm long region of pinch damage to the catheter sheath approximately 6.60 to 7.00cm from the distal tip. Further examination of the as received condition of the specimen devices reveals indications of torsional loading; manifested by twisted inner catheter tubing material and looped catheter and wire shafts. After carefully unloading the residual axial compression loads, the specimen device was successfully withdrawn from the sterling balloon catheter for analysis. The specimen wire presents a spiral bend beginning at a kink located 1.19cm from the distal tip and extending to a kink located 3.62cm from the distal tip with numerous other bends, of varying severity and character, scattered over the length of the device with a cluster of bends located 150 to 165cm from the distal tip. All of the coil segments present indications of axial shear towards the distal end, with coil displacement evident in the distal coil and all three marker coils. The axial shear damage to the proximal marker coil is manifested in the marker coil overlapping the proximal joint of the next distal marker coil. No other damage or inconsistencies are noted to the specimen at this time. All remaining joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The specimen device presents no obvious indications of manufacturing defect or anomaly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).